Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the patient presented desaturation and a leak through the tube. The pneumotracheal pressure was evaluated and dysfunction was confirmed, another tube of the same reference was changed.